Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the tissue pad was worn in about three hours and then it became poorer sealing capability than usual. Additional suture was performed. There were no adverse consequences to the pt.